Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings: the pump was unable to power on with the returned cap because the battery cap threads were damaged and the ground spring was missing; a test cap was inserted for pump testing. The pump battery compartment was observed to be damaged around the threads. The cartridge cap rubber was found to be damaged but the cap was able to secure appropriately for testing. During testing, the keypad was observed to be peeling and the backlight and up buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under the up, down, and backlight button contacts. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment and cap were damaged, the cartridge cap was damaged, and intermittent keypad button response was found. This report is made based on the results of evaluation completed on 01/18/2016.